Event description:
It was reported that during an unknown procedure the electrode popped up on the device. Unknown how the case was completed. There was no patient consequence reported to the rep.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported the device was received in the following condition; the electrode broke off and not returned, active rod present and the ceramic cracked. The ceramic was cracked but sections are still bonded to the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode were found on the active rod.